Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). No compromised force sensor system error alarm was noted. The following physical damage was found: cracked reservoir tube lip, minor scratches on the lcd window, scratches on the reservoir tube window, and a cracked reservoir tube. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.